Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The target lesion was located in the left external iliac artery. During the inflation of a 7.0 x 40, 135cm mustang balloon catheter at 16 atms a balloon rupture occurred. The mustang balloon catheter was removed intact. The procedure was completed with another 7.0 x 40 mustang balloon catheter. No patient complications were reported and the patient's stats is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the pouch packaging for the reported mustang device was returned along with the distal portion of an unidentified stent delivery catheter with a mounted stent. The actual mustang balloon dilation catheter was not returned for analysis. Examination of the pouch noted that it was open. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The target lesion was located in the left external iliac artery. During the inflation of a 7.0 x 40, 135cm mustang balloon catheter at 16 atms a balloon rupture occurred. The mustang balloon catheter was removed intact. The procedure was completed with another 7.0 x 40 mustang balloon catheter. No patient complications were reported and the patient's stats is listed as ok.

Manufacturer narrative:
(B)(4).